Event description:
The following complaint was received from the customer (B)(6) on the (B)(6) 2012: (B)(6) this has been translated and interpreted as the following: ¿when they wanted to position the cruiser-18 guide wire in the lesion, the wire got stuck inside the quick-cross. The quick-cross and guidewire had to be removed together. Afterwards a guidewire from a different MFR and a new quick-cross were used.¿